Event description:
It was reported occlusion alarms occurred. The customer¿s blood glucose (bg) level was ¿high¿, specific value was not provided. In addition, customer experienced high keytones that were determined to be life threatening by health care provider. Customer went to urgent care and received 3rd party intervention where they received manual injections of lantus and humalog. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.